Event description:
It was reported to the manufacturer that the vns patient has been experiencing "unexplained" episodes of either syncope or seizures. It was indicated that the physician wanted to implant a diagnostic device to investigate the cause of the patient's events. The relationship between the episodes and vns therapy is unknown at this time. Good faith attempts to obtain additional information regarding the reported events have been unsuccessful to date.